Manufacturer narrative:
A sample is available for eval. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using a bd eclipse needle with smartslip technology for a subcutaneous injection on a pt, the nurse tried to put the needle shield over the cannula and obtained a contaminated needle stick injury. The nurse and the pt both received routine post exposure lab work and the nurse was given (B)(6) treatment consisting of truvada and isentress. One day after the incident the test results were (B)(6), however the nurse will be re-tested six weeks from the date of the incident.

Manufacturer narrative:
Date of event: unknown. Results: unused samples were received for evaluation. A visual inspection revealed no damage to the returned units. Functionality tests revealed no abnormalities. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 1405007. Conclusion: an absolute root cause for this incident cannot be determined as the returned samples met manufacturing specifications. Our quality engineer adds that the device rejection system inspects 100% of the manufactured needles, rejecting the defective ones. Additionally, at the beginning of every shift, the operator challenges the detection system to verify that it is working properly. It is possible that an unexpected and temporary mechanical failure in the rejection system or safety shield assembly machine may have occurred causing the detection system to not have rejected a defective device, however, based on the stringent inspections of the system, the probability of this occurring is very low.

Event description:
It was reported that after using a bd eclipse needle with samrtslip technology for a subcutaneous injection on a patient, the nurse tried to put the needle shield over the cannula and obtained a contaminated needle stick injury. The nurse and the patient both received routine post exposure lab work and the nurse was given (B)(6)-pep treatment consisting of truvada and isentress. One day after the incident the test results were (B)(6), however the nurse will be re-tested six weeks from the date of the incident. - routine post exposure lab work. - (B)(6)-pep treatment consisting of truvada and isentress.